Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As the result of evaluation, it was found that the tissue pad of the subject device was severely worn. The tissue adhered to the jaw of the subject device. There were no scratches and cracks on the probe. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator¿s technique. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate output without contacting tissue (including after the tissue already cut). There is a possibility that seal short circuit error occurred because the user activated output in the liquid in the body cavity. The instruction manual of the device has already warned as follows; *do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a procedure of hepatectomy, the subject device was used. In the procedure, seal short circuit error occurred. The procedure was completed with another device. There was no patient injury reported. As a result of evaluation of olympus medical systems corp. (Omsc) on (B)(6) 2017, omsc found that the tissue pad was severely worn.